Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending angle in up direction does not meet the standard value and the play of up/down knob is out of the standard value due to wear of angle wire, adhesive on bending section cover has a chip, a crack and a white-clouded area, water removal ability does not meet the standard value due to clogging of nozzle, adhesives around objective lens has white-clouded area, adhesive around light guide lens is peeled, light guide lens has a crack, plastic distal end cover has a dent, connecting tube has a scratch, protector of universal cord on scope connector side has a scratch, paint on suction cylinder is peeled, paint on air water cylinder is peeled, switch box has a scratch, control unit has discoloration, plug unit has a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope had an insufficient angle. During the device evaluation, it was found that there was foreign matter in the nozzle, suction channel and forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.